Event description:
The cardiologist attempted arteriotomy closure with a techstar 6 fr xl pvs device. He achieved good marking, but felt resistance on deployment. The needles did not present. Fluoroscopy showed that one needle had been deflected. Backdown was easily accomplished. After the successful backdown, the cardiologist attempted redeployment and backdown four times. At that point, the pt was sent to surgery for removal of the device. Surgery was successful with no complications to the pt. The returned device was inspected and performance testing completed. Investigation revealed a nonconforming part, and this nonconformance could occasionally result in needle within the barrel of the device. Only six reports of this occurrence have been received out of approx 1950 devices used worldwide since product launch in the the united states. Attempts to recreate the failure mode with returned units from the same component lot were largely unsuccessful, requiring worst case scenario conditions (far beyond expected clinical conditions) in the few cases where recreation were successful. In this case, it appeared that initial back-down of the device needles was successful. When back-down of the needles is successful, the device may be removed without surgical intervention. The instructions for use clearly state in bolded letters as point 4 under "technique for needle back-down" that redeployment should not be attempted after back-down. Redeployment attempts following back-down may cause the needles to separate from the needle holder making further back-down unsuccessful. Thus, user error contributed to the event.